Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. Additionally, it was reported that the r-wave amplitude dropped during this time and a few noisy signals were noted. A chest x-ray was taken and the device was noted to have moved a little from its original implant location. Subsequently, a revision procedure was scheduled. When the pocket was opened, it was noted that the lead was twisted and had a bend in it due to the device being flipped multiple times in the pocket. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.